Event description:
Voluntary medwatch received states that the left ventricle lead exhibited increased of threshold, variable threshold and high threshold. Programming change was performed. No patient condition was reported.